Event description:
Patient's legal representative stated severe pain with daily activities and intercourse, chronic urinary tract infections as well as vaginal bleeding and reoccurring stress incontinence, pelvic pain and mesh erosion.